Event description:
Additional information was received on 12/16/2024: a new ar-8850ds nanoscopic release system centerline was opened with no issues. The date of the procedure is unknown. The procedure was an ectr.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-8850ds nanoscopic release system centerline light would not turn on during the case. The patient was not affected. This was discovered during an arthroscopic procedure, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional informationl: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.